Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), migraine ("chronic migraines"), weight increased ("weight gain"), depression ("depression") and alopecia ("alopecia"). The patient was treated with surgery (on or about (B)(6) 2016, plaintiff underwent a hysterectomy). At the time of the report, the pelvic pain, back pain, migraine, weight increased, depression and alopecia outcome was unknown. The reporter considered alopecia, back pain, depression, migraine, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.